Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the reported door not fully latched alarms through the history log, but could not reproduce them. The device was operating out of spec with respect to the reported symptom, due to door hooks that were out of spec. The door hooks were reworked.

Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no pt involvement.